Manufacturer narrative:
(B)(4). Date sent: 11/8/2022. Additional information was requested and the following was obtained: was the tip of the blade retrieved? No, it was small. Were there any patient consequences? No. By saying that the tip was not retrieved because it was small¿.are you saying it is left in the patient¿s body or was it removed and just not saved for device analysis return? Left in patient¿s body. Small was the comment.

Event description:
It was reported that during the whipple procedure, the tip of the active blade broke off. Unknown if the tip has been retrieved. Unknown of any patient consequences at this time.

Manufacturer narrative:
(B)(4). Batch #: w7010p. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the tip of the blade retrieved? Were there any patient consequences? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.